Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had cord damage, heat, and a wiring / soldering - electrical fault. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, temperature assessment, and air pump assessment. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the handpiece device was not working. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.